Event description:
It was reported that a tip protector separated from the shrouded connector of an automated pd set with cassette. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified that the uv sleeved port cap had separated from the uv sleeved port at the patient line. This confirmed the reported condition. The cause could not be determined. A CAPA was opened to further investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.